Event description:
A thrombosis was reported. It was reported that versacross connect laac access solution was selected for watchman procedure. During the procedure, while the physician was attempting to go transseptal, leads made it difficult. No heparin at that point. After 10 (ten) minutes attempting to go transseptal, the devices clotted. This was deemed to be related to the issues getting around the pacemaker to land on the septum. The versacross rf wire was pushed out for transseptal, a clot was noted before cross was attempted, thus transesophageal echocardiogram (tee) was given to identify the clot, hence, the devices were swapped out and heparin given. A mobile thrombus in the right side of the heart was noted in the was double curve and versacross dilator. The procedure was completed using an alternative method. The device is not expected to be return (disposed). The patient is expected to fully recover, and it was discharged. The eliquis was stopped prior to the case and the patient was under warfarin at the time. In the physician's opinion, the device has contributed to the complication, since the connect system clotted quickly. For irrigation flow rate, a manifold pressure was used, and it was red. The irrigation was never interrupted during the procedure. The anticoagulation regime was interrupted for a few days prior to the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.